Event description:
A surgeon reported a pt with poor near vision following bilateral intraocular lens implant surgery. The iol was exchanged for the same model, different diopter lens. There are three medical reports associated with this event. This report is for the first iol for the right eye.

Manufacturer narrative:
Product eval: the product was returned for analysis and damage was observed. The optic is cut into two pieces. An accurate reading could not be obtained on the lens bench due to the damage. Product history records were reviewed and the documentation indicated the product met release criteria. Root cause: the root cause could not be determined by the eval. The lens damage would not allow for functional testing. Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other reported complaints for this lot. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested and rec'd. (B)(4). (B)(4). (B)(4).